Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a middle ear infection, which spread to the implant site. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The user is reportedly suffering from a chronic middle ear infection which has spread to the level of the implant. The user was reimplanted.

Event description:
The user is reportedly suffering from a chronic middle ear infection which has spread to the level of the implant. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.